Event description:
It was reported to philips that the system could intermittently not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system experienced intermittent booting issues. Upon troubleshooting fse found that the mpd (main power distribution) board exhibited signs of corrosion. To resolve the issue, fse replaced mpd control unit in m cabinet. The defective mpdu was returned to philips for analysis. After analysis found that the overheating led to the resistors becoming loose from their position; however, the unit successfully passed all bench tests, and no additional failures were detected. The system was returned to use in good working order. The codes were updated based on the investigation outcome.